Manufacturer narrative:
Continued e1:. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, "rupture. And capsular contracture, grade iii". This is for the right side device. The device remains implanted.